Event description:
Customer reported the panorama central station had a blank display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The unit was returned to mindray's repair center for repair.